Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional reported via the manufacturer representative that the patient had no low back coverage. It was unknown what led to the event. Reprogramming was done and it was unknown if the issue was resolve at the time of the report. A lead revision was scheduled for (B)(6) 2016. The indications for use were non-malignant pain and failed back surgery syndrome. No device issues reported. If additional information is received a follow-up report will be sent.